Manufacturer narrative:
H.6. Investigation summary. No photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0044146 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time.

Event description:
It was reported that 2 syringes 3ml ll 200 s/c experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: 0044146, unknown. Event description: ¿ caller reported floating particles in the syringe that didn't appear in the insulin. Distributor verified particles not bubbles. ¿ number of occurrences - 3 syringes/needles; ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no, didn't try filling cartridge; ¿ product with issue - bd 3ml syringe, pn 309657; ¿ product lot # -0044146, unavaliable. ¿ did issue cause any injury? - no; ¿ did customer require medical intervention? - no; ¿ is product manufactured by bd? - yes, sample is not available for investigation.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0044146. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-02-13. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 3ml ll 200 s/c experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309657, batch no: 0044146, unknown. Event description: caller reported floating particles in the syringe that didn't appear in the insulin. Distributor verified particles not bubbles. Number of occurrences - 3 syringes/needles. Did the caller insert the needle into the cartridge and encounter fill resistance? - no, didn't try filling cartridge. Product with issue - bd 3ml syringe, pn 309657. Product lot # -0044146, unavaliable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation.